Manufacturer narrative:
(B)(4). Date sent: 4/1/2025. Additional information was requested and the following was obtained: was there any bleeding from the lung? N/a. What was the site of the bleeding? From the chest wall. What was the name of the vessel or was it coming from the lung? Intercostal artery. Was blood product administered? N/a. What was the amount of blood? 4,700 cc. What is the current patient status? Currently hospitalized but on the way to recovery.

Event description:
It was reported that during a thoracoscopic pulmonary segmentectomy for mediastinal. It was used on right lower lobectomy. The patient complained of feeling unwell, and emergency surgery was performed because of sudden drop in blood pressure. After the patient entered the operation room and before induction of anesthesia, the patient suffered respiratory and cardiac arrest. Cardiopulmonary resuscitation was performed and the thoracic cavity was checked and found bleeding from the intercostal artery and a b-shaped malformed staple in the middle of the first staple line. The malformed staple was removed and achieved hemostasis to complete the case. There was 4,700 cc of bleeding. The patient is hospitalized. After that there is no bleeding and the patient is recovering. No further information is available.

Manufacturer narrative:
(B)(4). Date sent 2/6/2025. D4 batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was there any bleeding from the lung? What was the site of the bleeding? What was the name of the vessel or was it coming from the lung? Was blood product administered? What was the amount of blood? What is the current patient status? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.